Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website.

Event description:
It was reported that the patient passed away on (B)(6) 2025 secondary to cardiac arrest. The patient acutely decompensated with low mean arterial pressures (maps), lethargy, and no ventricular assist device (vad) alarms, and was sent back to the intensive care unit (ICU). The family decided to place the patient on comfort measures and not intubate the patient or escalate care. Symptoms were unknown at the time of death. It was noted that the patient had a history of ventricular tachycardia prior to implant. The arrhythmia in this event was not thought to be device or therapy related. An implantable cardioverter-defibrillator (ICD) was implanted prior to vad. The device operated as intended